Event description:
Literature was reviewed regarding: the study reports on hemidystonia and cerebral hemiatrophy in a 39-year-old woman following the placement of an internal carotid artery flow diverting stent for a supraclinoid aneurysm, complicated by early post-procedural stroke. The time frame of this study was: the events described occurred over a period starting from the placement of the stent in (B)(6) 2020, with the patient presenting symptoms three months later, and follow-up MRI performed two years after the endovascular treatment. Multiple manufacturer¿s devices were not mentioned in the study population the following medtronic devices were used: the specific medtronic product mentioned is the pipeline embolization device flow diverter stent. No deaths occurred in the study population: among patient adverse events included: confusion, photophobia, and heaviness on the right side of the head three weeks after the procedure, indicative of an early post-procedure stroke. Discussion on potential causes of progressive cerebral hemiatrophy and delayed-onset hemidystonia, but no direct complications from the stent placement itself. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: de souza, a.. Hemidystonia-hemiatrophy syndrome following placement of internal carotid artery flow diverter stent.. Acta neurologica belgica 125:235¿238 2025. Doi: 10.1007/s13760-024-02649-z earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.